Event description:
Caller reported a past event of low blood glucose level with the specific value displayed as "low"; although specific value was not provided. Cause was not known. The caller consumed glucose tablets to treat the low blood glucose level and did not require assistance from a third party. Cts advised the caller to consult a healthcare professional regarding factors affecting blood glucose levels, and the caller understood the recommendations.